Event description:
It was reported that the patient presented in clinic after receiving several shocks for vf. One of the vf egms shows noise that occurs on both the v sense/pace and a sense/pace channels. The device was sensing appropriately. Corruption of stored data was suspected. Sensing and therapy are not affected. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.